Event description:
It was reported that left ventricular lead had dislodged after the patient had made big motions with the left arm. The lead was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.